Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an atrial flutter ablation procedure, patient had pericardial effusion. A blazer dx-20 catheter was selected to map the right atrium. A non-bsc ablation catheter was selected and advanced for treatment. Two hours into the procedure, it was noted that the patient developed pericardial effusion. Draining of the effusion followed. It was noted that the physician does not believe that the blazer catheter was the cause of the effusion. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.